Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0y57j, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
A consumer reported that they experienced return of symptoms two weeks prior of this call. It was indicated that therapy was on and patient was program 1 at 1.5 volts. The patient usually did not feel stimulation but it was working. She did not feel stimulation sensation after 3- 4 hours. The patient stated that it worked great but once a week, she would all of sudden have to urinate and then she had to go every hour on the hour. She was back to urinating 30 times a day like she was prior to the device. It would start during the day and then go all night long. The next day she would press the stim on button and then she would immediately feel the stim. She never adjusted the stim or turned the stim off. She had not left the house in two weeks because she had not been feeling well, so she should have not come in contact with any emi. Patient stated that it seemed to happen every wednesday and into thursday. It occurred the first week, second week and again yesterday. The patient had irritable bowel syndrome (ibs) and she had first explosive bowel this morning since having the device. It was also reported that the patient was urinating 30 times a day and since having the device, she was urinating 8 times a day. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient was gastrointestinal/pelvic floor.